Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, we are unable to determine if the error is due to the failure of the device. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported that one scope was not working when attached to the light source; however, when attempted with a second scope no issue was observed. Tac advised the customer that since they already wiped the pins down and checked the socket for dust and debris, the maj-1933 should be removed and reseated. The subject device was not returned to the service center for evaluation. Tac performed three attempts to contact the customer for an update to confirm if the error issue was resolved or not but received no response. A supplemental report will be submitted when new information becomes available at a later time.

Event description:
The customer reported that the light source would prompt a b30 error when the scope was connected. There was no patient harm reported.